Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the gastrointestinal tract during a endoscopic mucosal resection (emr) procedure performed on (B)(6) 2021. During the procedure, the clip was closed the wound surface but could not be detached from the catheter, after the physician pushed the handle. It was reported that after repeated attempts of deploying the clip, the clip was pulled from the mucous membrane and was detached with bleeding. The physician withdrew the device immediately, and the procedure was completed with another resolution clip device. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1 (initial reporter address 1): no.188, shixifeng road, qixing street, xinchang county block h6: medical device problem code a15 captures the reportable event of clip failed to release from catheter. Block h10: investigation results the returned resolution clip device was analyzed, and a visual evaluation noted that the clip assembly was not returned and the device had evidence of a full deployment. The device was returned without its over-sheath. It was also noted that the catheter had had several kinks. Microscope examination was performed on the bushing, and it was noted under high magnification that there were no visible failures. Further dimensional analysis was performed on the bushing outside diameter, and it was noted to be within specification. A dimensional analysis was also performed between the hooks of the bushing, and both sides a and b were within specification. No other issues with the device were noted. The reported event was not confirmed. The device returned without the clip assembly and it is important to mention that the presence of this component is very important to the investigation in order to analyze any failure that could contribute with the problem faced by the physician. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
(Initial reporter address 1): (B)(6). (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the gastrointestinal tract during a endoscopic mucosal resection (emr) procedure performed on (B)(6) 2021. During the procedure, the clip was closed the wound surface but could not be detached from the catheter, after the physician pushed the handle. It was reported that after repeated attempts of deploying the clip, the clip was pulled from the mucous membrane and was detached with bleeding. The physician withdrew the device immediately, and the procedure was completed with another resolution clip device. The patient condition at the conclusion of the procedure was reported to be stable.